Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized two weeks ago because of a hypoglycemic event. His blood glucose level was not reported. The insulin pump did alert the customer of his low blood glucose level but the he was not responding to the alarms. The product was not returned. Nothing further to report.